Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a procedure performed on (B)(6) 2013. According to the complainant, during procedure, the stent got torn and deformed inside the patient when the suture was removed with force. The stent was exchanged. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual inspection of the returned percuflex plus stent was performed. The returned stent was confirmed to have bladder pigtail damaged. The suture hole was torn, however, the suture was not returned. The side port holes are deformed, and the graduation mark was damaged. A mandrel was inserted through the stent and it passed properly without resistance. A review of the device history record (DHR) was performed and no issues were identified which might have caused or contributed to this complaint. Therefore, the most probable root cause for this incident is ¿operational context¿.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a procedure performed on (B)(6), 2013.according to the complainant, during procedure, the stent got torn and deformed inside the patient when the suture was removed with force. The stent was exchanged. The procedure was completed with another of the same device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.